Manufacturer narrative:
Initial reporter first name: (B)(6). The manufacturing location for this product is nypro, mx. This is an OEM manufacturing site not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed. And the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check for not clipping (cutter full) due to unknown lot number. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: embecta was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. No additional investigation and no CAPA/sa is required at this time.

Event description:
It was reported that the bd safe-clip¿ needle clipping device wouldn't cut the needle. The following information was provided by the initial reporter: the patient's guardian communicates with the program indicates that its needle cutter "no longer works, it is full". Due to the above, re-training is scheduled according to the availability of the attendant in order to validate the operation of the needle-cutting device.